Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a shaft fracture occurred. The event occurred during a procedure to treat a calcified lesion located in the proximal left anterior descending (lad) artery. The procedure utilized an 8 fr cordis sheath, 8 fr x 100cm x blad guide catheter, 2.0 rotalink plus-adv and burr, .09x325cm rotablator floppy wire, and a .013x182 luge-j guidewire. The physician performed two passes using a rotolink 2.0 burr. The physician inserted a taxus express2 3.0x12mm drug eluting stent into the diagonal artery, but the stent was not deployed. The physician removed the taxus stent. A 3.0x13mm cypher drug eluting stent was then delivered to the diagonal and deployed at 10 atmospheres (stms) for 45 seconds. The physician then inserted a taxus express2 2.75x24mm drug eluting stent in the left anterior descending (lad) and deployed it at 10 atms for 20 seconds. The physician left some resistance and went to remove the stent system. When the balloon catheter came out, it had separated at the monorail point where the wire comes out of the lumen. The long part of the catheter came out, but the distal end stayed in the guide catheter. The shaft was retrieved by taking the hemostatic valve apart from the guide catheter and removing the distal part of the balloon catheter by hand without any harm to the pt. A 2.5x12mm voyager balloon was advanced to the lad and post dilated at 10 atms for 10 seconds. A 3.0x12mm quantum maverick balloon was advanced to the diagonal and the diagonal was post dilated at 10 atms for 10 seconds. The physician then delivered a cypher 3.0x23mm drug eluting stent to the proximal lad and deployed it at 14 atms for 20 seconds. "Crushed stent" technique was used with the 3.0x13mm cypher stent and with the 2.74x24mm taxus stent. No pt complications were reported. Medications used during this procedure included midazolam, fentanyl, benadryl, morphine, and nitroglycerine.

Manufacturer narrative:
The device has been rec'd for analysis, but the add'l testing is not complete at this time.